Manufacturer narrative:
During an internal review on july 10, 2020, a correction was noted to the 3500a initial as ¿b2. Is required intervention¿ was not checked. Therefore, processed this field. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the event on(B)(6)2020 . The patient is female. The event was discovered during use of biosense webster product during ablation phase. The physician¿s opinion is that this event was not related to product malfunction. The patient¿s condition was improved. No extended hospitalization was required. Transseptal was performed with an unknown device. There were no error messages displayed on biosense webster equipment. Device investigation summary was completed on (B)(6)2020 : it was reported that a female patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase on the left atrium (la) anterior wall, steam pop occurred followed by cardiac tamponade occurred. There was no change but the physician felt a pop. After that, blood pressure decreased from systolic 90 mmhg to 80 mmhg, but it was stable, so the ablation was continued. Pericardial drainage was performed after the ablation. The patient¿s condition was stable during ablation and during drainage. The physician commented that the cardiac tamponade was caused by a pop during ablation of the left atrium (la) anterior wall. He didn¿t feel any problems with the product used. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000715519.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase on the left atrium (la) anterior wall, steam pop occurred followed by cardiac tamponade occurred. There was no change (in indicators ¿ a. Etlin) but the physician felt a pop. After that, blood pressure decreased from systolic 90 mmhg to 80 mmhg, but it was stable, so the ablation was continued. Pericardial drainage was performed after the ablation. The patient¿s condition was stable during ablation and during drainage. The physician commented that the cardiac tamponade was caused by a pop during ablation of the left atrium (la) anterior wall. He didn¿t feel any problems with the product used. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.